Event description:
On (B)(6) 2014 dr performed a t10 - ilium posterior spinal fusion on pt. On (B)(6) 2014 pt went back into operating room due to a hematoma that went up to t5. Dr extended the construct up to t5, and in order to do this removed the locking caps and rods from the initial procedure. Upon removing the caps and rods dr noticed one of the tulip heads was not attached to the screw. Dr pulled out the old one and replaced it with a new tulip head.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough review could not be conducted as a lot number was not provided. Since the tulip head is not available for evaluation, the exact cause of the reported issue cannot be determined. It is possible the tulip may not have been fully engaged onto the screw head when the tulip was applied to the screw.